Event description:
It was reported that the implant split along the driver upon insertion. The surgeon completed the tendon transfer procedure using a different implant. The surgery was delayed over 30 minutes, but no adverse consequences were reported from this event. This is the first of two reports submitted for this event. This device is used for treatment.

Manufacturer narrative:
Device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.